Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 300 to 496mg/dl at the time of the call. The customer stated that they do not want to trouble shoot the issue at the time of the call and do not want to return the reservoir back for analysis. The issue was resolved with a set change.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.